Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to an untreated episode. Review of the stored event identified low amplitude signals and noise with oversensing that resulted in inappropriate charge of the device. Review of the presenting electrogram showed low amplitude signals with two different qrs morphologies and intermittent oversensing. The patient was seen in the clinic one week later and it was noted that smart pass had been disabled due to seven contiguous low amplitude detections less than or equal to 0.25mv and five contiguous interval measurements with two of five intervals greater than or equal to 1.4 seconds. It was identified that the sensing configuration was changed to secondary vector one week prior to smart pass being disabled. Additionally, undersensing was observed in primary vector and was not being observed in secondary vector. A boston scientific technical services consultant documented the reported clinical observations and recommended further review. The system remains in service and no adverse patient effects were reported.